Manufacturer narrative:
H6: FDA code added for blood pressure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
In this case the spectrum iq has multiple requirements in order to set for a successful infusion delivery, including factors like total volume, vtbi, rate etc. If these are not properly set on the pump, infusion may be delayed. The exact cause of the issue at this time cannot be determined. It was reported that the patient experienced a fluctuation in blood pressure due to this delay of therapy. The exact impact is not known, however it is likely that a form of medical intervention took place, and hence this will be considered as conservatively serious. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sigma iq spectrum pump had vasopressors running and were showing fluid infused but, the fluid level in the IV bag stayed the same. The reporter stated that the nurse changed the intravenous (IV) tubing and then had to change the IV pumps. There blood pressure of the patient was impacted by the delay of the therapy. The event happened in surgical intensive care unit no additional information is available.